Event description:
It was reported by service report that the footboard modules tabs were loose. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Damaged footboard modules.